Event description:
An event was received through the edwards lifesciences implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, an annuloplasty ring was explanted after approximately 10 years. Follow-up with the surgeon indicated that the annuloplasty ring was explanted due to calcification of the native valve, and not a malfunction of the ring. The ring was replaced with an edwards mitral valve.

Event description:
An event was received through the edwards lifesciences implant patient registry. This 'registry' is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted after an implant duration of 5 months. Through follow-up with the health care provider, the sales representative received the following response: the device was explanted due to dehiscence and not related to a device malfunction.

Manufacturer narrative:
Device not returned. The surgeon indicated that the device is not available for return to edwards for evaluation. The operative report was requested, but will not be provided. There are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, procedure factors (determine time frame). It is typically not related to product malfunction. In this case, replacement of the native heart valve was due to calcification which most likely caused regurgitation and the explant was not related to product malfunction. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.